Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodgement occurred. A 4.00 x 32 synergy ii was selected for use. However, the stent came off the balloon outside the patient's body. The procedure was completed with a 4.0mm x 38mm synergy stent. No patient complications were reported and the patient's status was fine.